Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. A pediatric patient experienced a skin reaction at the needle puncture site. The patient developed an infection and abscess at the sensor insertion site and needed surgical incision and drainage. It was reported the patient had experienced previous abscesses at the sensor insertion site; however, the event dates or details were not provided. Post event, the patient discontinued the use of the dexcom system. No additional patient or event information is available.